Event description:
According to the reporter, before using the dialysis treatment, a crack was found in the arterial connector (red). It was also mentioned that there was a leak at the luer adapter; it occurred at the same location where the crack was found. The leak was not observed during inspection. Nothing unusual was observed on the device prior to use. There were no other products being utilized with the device. There was no excessive force used on the device. There was no instrument used to loosen or tighten the device. Tego was utilized. The insertion site was not treated prior to product placement. Iodophor was the cleaning agent used on the device. The cleaning agent was allowed to dry thoroughly prior to applying ointment to the area. Besides the reported issue, there were no other visible defects/damages found on the product at the time of the event. As a remedial action, the catheter was repaired by replacing the connector. The procedure was completed after the remedial action. There was no intervention/treatment required as a result of the event. There was no blood loss, and blood transfusion was not required. There was no reported patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.